Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/03/2018. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Evaluation: the unopened sample of product was returned for analysis. During the visual inspection of the sample, the suture material was in the seal area, however; the sterile barrier was not compromised. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition the assignable cause of damaged product is a suture in the seal. Per the sample condition of the sample, no packaging integrity was observed.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown plastic surgery on 10/19/2018 and suture was used. During the procedure, it was found that the suture had protruded from the package before opening the package. It was around the swage part of the suture. There were no adverse consequences to the patient. No additional information was provided.